Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. The evaluation of received device logs confirms the reported pressure transducer test failure. There are also alarms for peep low, paw high and check tubing, signaling pressure issues. No technical errors were raised the last months. When failing pre-use check, the expiratory pressure transducer's offset was outside permitted limits. The returned pressure transducer was installed in the reference ventilator on the expiratory side. Three pre-use checks and several additional internal leakage and pressure transducer tests succeeded. 20 hours of simulated use test ventilation passed without any deficiency noted. Note. Earlier investigation has shown that the dirt/particles/debris affected the offset measuring and once it was removed the pressure transducer functioned normally and no offset drift was noticed. A failure of the inspiratory or expiratory pressure transducer may lead to high airway pressure and generation of alarms for peep high or peep low. A malfunctioning pressure sensor may generate false alarms or no alarms when alarms should have been raised. Exact peep measurements and control depend on calibration values calculated during a pre-use check and it is recommended to always conduct a check immediately prior to ventilation. The conclusion in this matter is that the reported pressure transducer test failure during pre-use check was probably caused by particles/debris in the ceramic cavity on the pressure transducer sensor's chip, but this could not be established.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).